Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, broken shell and others and wear abrasion. Leak test and microscopic analysis was performed which identified: sharp opening on valve bold edge and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on valve bold edge assessed as an unidentified (tear) opening and a sharp broken on plug strap assessed as an unidentified (tear) opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side "pain in her nipples, breast, and underarm area," "a lump that has fluid in it," and "some thickening." Patient also reported "fatigue and memory loss"; these events are not device related. Healthcare professional reported "an exchange from textured to smooth due to concern with the product," "capsular contracture baker grade iii" and confirmed event of lump/nodule. The device has been explanted and replaced.